Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized, coded and died (date not specified). Medical records have been requested.